Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker field service technician evaluated the customer's device and was able to duplicate the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the removed part and reviewed the electronic record. No issue was observed with the system pcb on the event date in the key log. A conclusive cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.